Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that their insulin pump was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir compartment had a crack. The insulin pump will be returned for analysis.